Event description:
Customer reported experiencing unexplained high blood glucose values, up to 500 mg/dl. Customer stated the infusion set's cannula was bent, and that the tubing had tiny champagne-like bubbles in it. Customer did not have a tubing clamp to complete high blood glucose troubleshooting with. Customer changed out the entire set and the helpline found the set working as designed. Customer will monitor the situation. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.